Manufacturer narrative:
Quality assurance analysis of the returned device revealed the c-flex was bunched and pushed proximal to the tip. The c-flex junction was intact. A piece of the c-flex was separated. Both fracture faces were jagged. The stent was not returned. Quality engineering determined the c flex separation was likely due to tensile overload due to resistance met at the rhv during removal of the delivery system. Quality engineering has determined that no corrective action is warranted at this time. Quality engineering will continue to monitor this issue. A review of the device mfg records did not reveal any non-conformities. As part of our mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca/stent procedure a membrane separation occurred outside of the body. After a successful stent deployment, resistance was met while removing the delivery system resulting in membrane separation outside of the pt. The procedure continued without further incident. The procedure was sucessfully completed and no pt injury was reported.